Event description:
Nellcor puritan bennett received a call from a rep of user facility on 4/28/99. Facility called to report the following problem: stop cycle with all light emitting diodes and constant audible alarm.